Event description:
The er320 was used during a laparoscopic cholecystectomy. The device did not fire correctly, misfired. 10/16/96, another er320 was opened to complete the case. There was no consequence to the pt.